Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2006 essure confirmation test were performed. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hyst. (Full) (interpreted as hysterectomy- full)). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2006 and (B)(6) 2006. Most recent follow-up information incorporated above includes: on 30-aug-2019: plaintiff fact sheet was received. Event-injury was deleted. Device category changed from device other event to incident. Events added from pfs- chronic pain, menorrhagia. Reporter information, essure removal date were added. Essure insertion date were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/excessive bleeding'), pelvic inflammatory disease ('pid'), endometritis ('endometritis'), depression suicidal ('psychological or psychiatric problems condition: depression/suicidal thoughts'), suicidal ideation ('psychological or psychiatric problems condition: depression/suicidal thoughts'), pyelonephritis ('pyelonephritis') and renal failure ('kidney failure') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fever, chills, low back pain, leg pain, left lower quadrant pain, chest pain, vomiting, dehydration, epilepsy, seizures, hernia, hematemesis, hypokalemia, atelectasis, hypertension, diverticulitis, acute kidney injury, muscle strain, dysuria, mouth swelling, shortness of breath, pharyngitis, sore throat, headache, odynophagia, tonsillitis, neck swelling, tenderness, constipation, reflux esophagitis, eclampsia, iron deficiency anaemia, malaise, anhedonia, obesity and fatty liver. On (B)(6)2006 essure confirmation test were performed. Concomitant products included docusate sodium, doxycycline, ibuprofen, omeprazole, oxycodone, prochlorperazine and sennoside a+b. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2007, the patient experienced migraine with aura ("migraines/headaches : migraine with aura"), cystitis ("infection (baldder/urinary tract/ vaginal) - type bladder infection, urinary tract infection") and urinary tract infection ("infection (baldder/urinary tract/ vaginal) - type bladder infection, urinary tract infection"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), depression suicidal (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant) and female sexual dysfunction ("apareunia(inability to have sexual intercourse),") and was found to have weight increased ("weight gain loss specify which one: weight gain,"). On (B)(6) 2015, the patient experienced nausea ("nausea"), 8 years 7 months after insertion of essure (ess205). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization, medically significant and intervention required), pyelonephritis (seriousness criteria hospitalization and medically significant), glucose tolerance impaired ("pre-diabetes"), vitamin d deficiency ("vitamin d deficiency"), flank pain ("flank pain"), abdominal pain ("abdominal pain"), cyst ("cysts") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criterion hospitalization) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), vulvovaginal pain ("lower vaginal area pain"), migraine ("migraines"), rash ("skin rashes"), renal failure (seriousness criterion medically significant), pain in extremity ("leg pain"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). The patient was treated with surgery (hyst. (Full) (interpreted as hysterectomy- full), oophorectomy (bilateral removal of ovaries),). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, pelvic inflammatory disease, endometritis, vaginal haemorrhage, migraine with aura, nausea, weight increased, depression suicidal, suicidal ideation, pyelonephritis, glucose tolerance impaired, vitamin d deficiency, cystitis, female sexual dysfunction, flank pain, abdominal pain, cyst, vaginal discharge, fatigue, vulvovaginal pain, migraine, renal failure, pain in extremity, urinary tract disorder and bladder disorder outcome was unknown and the dysmenorrhoea, dyspareunia, urinary tract infection and rash was resolving. The reporter considered abdominal pain, bladder disorder, cyst, cystitis, depression suicidal, dysmenorrhoea, dyspareunia, endometritis, fatigue, female sexual dysfunction, flank pain, glucose tolerance impaired, menorrhagia, migraine, migraine with aura, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, pyelonephritis, rash, renal failure, suicidal ideation, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2006 and (B)(6) 2006. Essure confirmation test:- no. Patient received treatment for dyspareunia, apareunia, dysmenorrhea, pelvic pain abdominal pain. Blood transfusion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49.433 kgs. Computerised tomogram pelvis - on (B)(6) 2016: bilateral essure devices are seen. Amendment: the report was amended for the following reason: after internal review, imdrf/FDA codes were updated. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/excessive bleeding'), pelvic inflammatory disease ('pid'), endometritis ('endometritis'), depression suicidal ('psychological or psychiatric problems condition: depression/suicidal thoughts'), suicidal ideation ('psychological or psychiatric problems condition: depression/suicidal thoughts'), pyelonephritis ('pyelonephritis') and renal failure ('kidney failure') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fever, chills, low back pain, leg pain, left lower quadrant pain, chest pain, vomiting, dehydration, epilepsy, seizures, hernia, hematemesis, hypokalemia, atelectasis, hypertension, diverticulitis, acute kidney injury, muscle strain, dysuria, mouth swelling, shortness of breath, pharyngitis, sore throat, headache, odynophagia, tonsillitis, neck swelling, tenderness, constipation, reflux esophagitis, eclampsia, iron deficiency anaemia, malaise, anhedonia, obesity and fatty liver. On (B)(6) 2006 essure confirmation test were performed. Concomitant products included docusate sodium, doxycycline, ibuprofen, omeprazole, oxycodone, prochlorperazine and sennoside a+b. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"). In (B)(6) 2007, the patient experienced migraine with aura ("migraines/headaches : migraine with aura"), cystitis ("infection (bladder/urinary tract/ vaginal) - type bladder infection, urinary tract infection") and urinary tract infection ("infection (baldder/urinary tract/ vaginal) - type bladder infection, urinary tract infection"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), depression suicidal (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant) and female sexual dysfunction ("apareunia(inability to have sexual intercourse),") and was found to have weight increased ("weight gain loss specify which one: weight gain,"). On (B)(6) 2015, the patient experienced nausea ("nausea"), 8 years 7 months after insertion of essure (ess205). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization, medically significant and intervention required), pyelonephritis (seriousness criteria hospitalization and medically significant), glucose tolerance impaired ("pre-diabetes"), vitamin d deficiency ("vitamin d deficiency"), flank pain ("flank pain"), abdominal pain ("abdominal pain"), cyst ("cysts") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criterion hospitalization) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), vulvovaginal pain ("lower vaginal area pain"), migraine ("migraines"), rash ("skin rashes"), renal failure (seriousness criterion medically significant), pain in extremity ("leg pain"), urinary tract disorder ("urinary problems") and bladder disorder ("bladder problems"). The patient was treated with surgery (hyst. (Full) (interpreted as hysterectomy- full), oophorectomy (bilateral removal of ovaries),). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, pelvic inflammatory disease, endometritis, vaginal haemorrhage, migraine with aura, nausea, weight increased, depression suicidal, suicidal ideation, pyelonephritis, glucose tolerance impaired, vitamin d deficiency, cystitis, female sexual dysfunction, flank pain, abdominal pain, cyst, vaginal discharge, fatigue, vulvovaginal pain, migraine, renal failure, pain in extremity, urinary tract disorder and bladder disorder outcome was unknown and the dysmenorrhoea, dyspareunia, urinary tract infection and rash was resolving. The reporter considered abdominal pain, bladder disorder, cyst, cystitis, depression suicidal, dysmenorrhoea, dyspareunia, endometritis, fatigue, female sexual dysfunction, flank pain, glucose tolerance impaired, menorrhagia, migraine, migraine with aura, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, pyelonephritis, rash, renal failure, suicidal ideation, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2006. Essure confirmation test:- no. Patient received treatment for dyspareunia, apareunia, dysmenorrhea, pelvic pain abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49.433 kgs. Computerised tomogram pelvis - on (B)(6) 2016: bilateral essure devices are seen. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received : reporter information was added. New event added bladder problems, urinary problems. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/excessive bleeding'), pelvic inflammatory disease ('pid'), suicidal ideation ('psychological or psychiatric problems condition: depression/suicidal thoughts'), pyelonephritis ('pyelonephritis'), renal failure ('kidney failure') and endometritis ('endometritis') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included fever, chills, low back pain, leg pain, left lower quadrant pain, chest pain, vomiting, dehydration, epilepsy, seizures, hernia, hematemesis, hypokalemia, atelectasis, hypertension, diverticulitis, acute kidney injury, muscle strain, dysuria, mouth swelling, shortness of breath, pharyngitis, sore throat, headache, odynophagia, tonsillitis, neck swelling, tenderness, constipation, reflux esophagitis, eclampsia, iron deficiency anaemia, malaise, anhedonia, obesity and fatty liver. On (B)(6) 2006 essure confirmation test were performed. Concomitant products included docusate sodium, doxycycline, ibuprofen, omeprazole, oxycodone, prochlorperazine and sennoside a+b. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2007, the patient experienced migraine with aura ("migraines/headaches : migraine with aura"), cystitis ("infection (bladder/urinary tract/ vaginal) - type bladder infection, urinary tract infection") and urinary tract infection ("infection (bladder/urinary tract/ vaginal) - type bladder infection, urinary tract infection"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), depression ("psychological or psychiatric problems condition: depression/suicidal thoughts"), suicidal ideation (seriousness criterion medically significant) and female sexual dysfunction ("apareunia(inability to have sexual intercourse),") and was found to have weight increased ("weight gain loss specify which one: weight gain,"). On (B)(6) 2015, the patient experienced nausea ("nausea"), 8 years 7 months after insertion of essure (ess205). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization, medically significant and intervention required), pyelonephritis (seriousness criteria hospitalization and medically significant), glucose tolerance impaired ("pre-diabetes"), vitamin d deficiency ("vitamin d deficiency"), flank pain ("flank pain"), abdominal pain ("abdominal pain"), cyst ("cysts") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criterion hospitalization) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal pain ("lower vaginal area pain"), migraine ("migraines"), rash ("skin rashes"), renal failure (seriousness criterion medically significant), pain in extremity ("leg pain") and endometritis (seriousness criterion medically significant). The patient was treated with surgery (hyst. (Full) (interpreted as hysterectomy- full), oophorectomy (bilateral removal of ovaries),). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, pelvic inflammatory disease, vaginal haemorrhage, migraine with aura, nausea, weight increased, depression, suicidal ideation, pyelonephritis, glucose tolerance impaired, vitamin d deficiency, cystitis, female sexual dysfunction, flank pain, abdominal pain, cyst, vaginal discharge, fatigue, vulvovaginal pain, migraine, renal failure, pain in extremity and endometritis outcome was unknown and the dysmenorrhoea, dyspareunia, urinary tract infection and rash was resolving. The reporter considered abdominal pain, cyst, cystitis, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, female sexual dysfunction, flank pain, glucose tolerance impaired, menorrhagia, migraine, migraine with aura, nausea, pain in extremity, pelvic inflammatory disease, pelvic pain, pyelonephritis, rash, renal failure, suicidal ideation, urinary tract infection, vaginal discharge, vaginal haemorrhage, vitamin d deficiency, vulvovaginal pain and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2006 and (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 49.433 kgs. Computerised tomogram pelvis - on (B)(6) 2016: bilateral essure devices are seen. Most recent follow-up information incorporated above includes: on 20-sep-2019: pfs received : new events added : "abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder infection, urinary tract infections, apareunia (inability to have sexual intercourse), pid,psychological or psychiatric problems condition: depression/suicidal thoughts, migraines / headaches, migraine with aura, nausea,dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),flank pain, abdominal pain, cyst, vaginal discharge, fatigue, weight gain loss specify which one: weight gain, kidney failure, migraines, skin rashes". Outcome of events, "cramping, urinary tract infections, skin rashes, painful intercourse" were changed to "recovering/resolving". Patient's demographics were added. Patient's information was updated. New reporter contact information was added. Lab data was added. Medical history was added. Concomitant medications were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.